Event description:
It was reported that the patient with this implantable cardioverter defibrillator was inappropriately shocked due to atrial fibrillation with rapid ventricular response. Boston scientific technical services recommended a programming interrogation. This device remains in service. No additional adverse patient effects were reported.